Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012196171); product type: delivery catheter system (dcs)  product ID evolutfx-29 (j186902); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 29 mm transcatheter bioprosthetic valve via the direct deployment, on the initial deployment the valve was not fully expanded. The valve was successfully recaptured. During the second deployment attempt, the valve infolded. The valve was recaptured and removed from the patient. It was reported that the valve was loaded correctly with no misload noted. The valve was replaced and loaded onto a replacement delivery catheter system (dcs). The valve showed significant compression from the native aortic valve, therefore a post dilation was performed using a 23 mm non-medtronic cristal balloon. Of note, the pre-implant computed tomography (CT) showed anatomy of a "2p of vbr of 73 mm", 18.3 by 26.9 mm perimeter, an sinus of valsalva (sov) mean of 34 mm with a 54 degree angle and mild calcification. A 15 minute procedural delay was noted as a result of the infold. The patient was monitored and remained comfortable. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.